Event description:
It was reported by the customer that the 21g laminar flow orange phaco sleeves had only one port in them instead of the usual 2. The products are available for investigation. No further information provided. This report is 31 of 36. A separate report will be submitted for the rest of the quantities involved.

Manufacturer narrative:
Additional narrative: note: this MDR report is being submitted as part of a remedial action to prevent serious injury. Unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable as this is not an implantable device. If explanted, give date: not applicable as this is not an implantable device. Initial reporter: name: unknown, information not provided. Initial reporter: email address: unknown, information not provided. Device evaluation: five (5) opened and thirty (30) sealed phaco tip sleeves of the reported thirty six (36) sleeves were received within the original packaging confirming the reported lot number. One (1) of the reported thirty six (36) sleeves was not returned. A visual inspection revealed that the tip of the sleeve was not punctured on both sides. The reported issue is confirmed. Conclusion: based on the information obtained, product malfunction and deficiency are confirmed. The reported event is a known issue related to assembly of the phaco sleeves. The jjsv reference number is 3012236936-03-11-24-001-r. The number was omitted due to the complaint handling system character limitation. Johnson & johnson surgical vision (jjsv) has initiated a field action related to select lots of laminar® flow irrigation sleeve and test chamber ¿ 21 gauge (part number: opohf21l) due to a manufacturing issue which could lead to subpar performance during cataract surgery. While not all the irrigation sleeves in the recalled lots are affected, this nonconformance could lead to insufficient flow of balanced saline solution (bss), which may result in an unstable anterior chamber. This defect could result in a capsule tear, iris trauma, or corneal edema, or in rare instances a corneal incision burn. Complaints will continue to be monitored and investigated. Investigation is ongoing and corrective action will be implemented as appropriate. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.